Event description:
The account generated a falsely elevated architect afp of 117.68 ng/ml on a patient sample that repeated <20 ng/ml (autodilution), 0.73 ng/ml and 0.75 ng/ml. Testing was performed on the patient for oncology purposes. No additional specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in progresss.